Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, terumo is still investigating this issue, will be submitting a f/u report when more info is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that after vein harvesting, the pin used to capture the vein on the virtuosaph endoscopic vein harvesting system would not close. The surgery was completed successfully. The event did not cause a delay in the procedure.